Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 290 mg/dl. It was reported that they were treated with insulin shot syringe for high blood glucose. The customer stated that the insulin pump was not working. The customer was advised to insert a new battery as soon as possible, if display does not return revert to a backup plan per health care professional instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.